Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the cause was undetermined. A lot history review (lhr) of rezl2275 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rezl2275) have been reported from the same facility in china. The product returned for evaluation was one photograph depicting a portion of groshong catheter. The depicted catheter was implanted in a patient¿s arm. The catheter was assembled with a two piece connector and usage residues were visible. Leaking infusate was visible emanating from the catheter between the suture wing and the insertion site. Leaking was visible in the complainant photograph; however, inspection of the provided evidence was insufficient to identify the cause of the leak. Potential causes of the leak include cyclic kink damage (flexural fatigue) and stylet damage.

Event description:
It was reported by nurse that the patient was a patient of the hematology department. A PICC catheter was implanted into the right elbow under ultrasound. Limb pain and drug extravasation occurred on the patient when infusion was conducted three days after the implantation. It was reported that leakage occurred on the catheter when the catheter was pulled out from the patient for 5cm. Patient is without skin tissue damage but has redness and swelling.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the cause was undetermined. The products returned for evaluation were one 4fr s/l groshong basic catheter and one photograph depicting a portion of inserted 4fr s/l groshong basic catheter. Inspection of the photograph revealed beads of fluid on the catheter between the insertion site and the suture wing. The beads of fluid appeared to be infusate leaking from the catheter between the 41cm and 42cm depth markings. The suture wing appeared to be positioned at the 45cm depth marking. There were approximately three centimeters between the connector and the suture wing. Inspection of the physical sample revealed usage residues throughout. The catheter was received assembled with a two-piece connector. The catheter was received in four segments which shared three complete breaks between the 7cm depth marking and the 3-way valve. Microscopic inspection of the breaks in the catheter revealed glossy striations typical of sharp instrument cuts. A sliding suture wing was positioned at the 47cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>30 seconds) hydraulic pressurization. Leaking was observed in the supplied photograph. The returned sample did not exhibit any leaking or any damage that could account for leaking; however, comparison between the photograph and the physical sample revealed that the physical sample was not the device depicted in the photograph. Inspection of the photograph was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as "cause unknown" at this time. Potential causes of the leak include cyclic kink damage (flexural fatigue) and stylet damage.